Event description:
Additional information received reported that the cause of the event was a device malfunction, specifically, a break. A lead revision performed replaced all of the patient's related devices. No hospitalization was required, and no injury was reported.

Event description:
It was reported the stimulation was intermittent following exposure to a theft detector, or security gate. The implantable neurostimulator (ins) was on during the exposure. The patient had met with a manufacturer representative and the ins had 80 months of battery life left, however, the patient saw the ins battery low icon next to the patient programmer icon. Additional information reported that the patient still had concerns regarding their device or therapy, but they worked with their doctor or manufacturer representative. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v096188, implanted: (B)(6) 2008. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).